Manufacturer narrative:
(B)(4).

Event description:
Through follow-up, the surgeon provided the following update. Reportedly, the stent appeared well positioned postoperatively. Per the surgeon, it is unclear if the foreign body (fb) observed was a metallic fb on the iris as it was "hardly" visible. The prognosis was reported as ¿good¿ without adverse event.

Manufacturer narrative:
The device remains in the patient; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Per manufacturing procedure, each device undergoes visual inspection prior to distribution. Based on the results of the investigation, the source of the reported foreign body cannot be determined. MFR# reference: (B)(4).

Event description:
It was reported that one (1) day following uneventful cataract plus trabecular micro bypass stent procedure, the surgeon observed a small foreign body on the iris. No intraocular irritation or inflammation observed. The patient was reported as ¿doing well¿ with the stent in ¿perfect position¿.